Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an infection. The patient underwent explant procedure. The explanted device was discarded. No further information has been obtained.